Event description:
It was reported to technical svs with request to pick up pt's peritoneal dialysis cycler after the pt was expired. A f/u call with the pt peritoneal dialysis rn (pdrn) stated that the pt was away from home when he suddenly passed out and subsequently expired. It was reported to be related to the pt being overheated. The pdrn has made multiple attempts to the family for additional info with no response.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. The MDR includes all info received to date. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported event. A supplemental report will be submitted upon completion of the investigation. Reference MFR #'s: 1713747-2013-99969, 2937457-2013-00390, 8030665-2013-00697.